Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data the progav® was manufactured by a qualified employee in july 2014. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fv414t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the valve was received submersed in an unidentified liquid in the provided returnkit. Visual inspection: a deformation of the outer housing of the valve was observed during the visual inspection. The deformation was confirmed through a measurement of plane parallelism. Permeability test: a permeability test has shown that the valve was permeable. Adjustment test: the progav® was tested and was adjustable to all specified pressures. Braking force and brake function test: the brake functionality test revealed that the brake function was fully operational and the braking force was within the given tolerances. Result: first, we performed a visual inspection of the progav®. A deformation of the outer housing of the valve was observed which was confirmed through a measurement of plane parallelism. Next, the permeability, adjustability, as well as the brake functionally and brake force, of the valve were tested. The valve operated as expected and met all specifications. Finally, the valve was dismantled. No visible deposits observed inside the valve. Based on the investigation, the claim of occlusion was not able to be substantiated, the valve was shown to be permeable. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required.

Event description:
It was reported miethke that a progav with shuntassistant 25 (part # fv414t) was implanted during a procedure performed on an (B)(6) 2012. According to the complainant, the valve was believed to be blocked. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), weight: (B)(6) kilograms (kg), height: 170 centimeters (cm), gender: unknown.